Manufacturer narrative:
As reported in a research article, "giant right coronary artery pseudoaneurysm exclusion with atrial septal defect closure device following coronary rupture", on an unknown date, a 5mm amplatzer septal occluder was chosen for an off label procedure to occlude a mediastinal pseudoaneurysm compressing the right heart chambers in a 79-year-old male patient with a history of coronary artery revascularization with 4 drug eluting stents. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some of the complications reported were unexpected medical intervention (medication), myocardial infarction and off label use. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title: giant right coronary artery pseudoaneurysm exclusion with atrial septal defect closure device following coronary rupture.

Event description:
The article, "giant right coronary artery pseudoaneurysm exclusion with atrial septal defect closure device following coronary rupture", was reviewed. The article presented a case study of a 79-year-old male patient with a history of coronary artery revascularization with 4 drug eluting stents. It was reported that on an unknown date, a 5mm amplatzer septal occluder was chosen for an off label procedure to occlude a mediastinal pseudoaneurysm compressing the right heart chambers. It was then reported in the following 24 hours, the patient developed a right ventricular infarction requiring fluid resuscitation and amines support. The patient recovered and was discharged 10 days later. [The primary and corresponding author was radu spînu, cardiology department, hospital of annecy, 1 avenue de l¿hopital, epagny metz-tessy 74370, france, with corresponding e-mail: raduspin@gmail.com].